Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine follow-up and the lead was diagnostically imaged prophylactically, externalized conductors were observed. The electrical function of the lead was tested and no anomalies were detected. Patient will be monitored. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information states the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.received maude report (B)(4).